Event description:
It was reported that during a stenting treatment procedure stent damage occurred. Access was obtained via the femoral artery. The 80% stenosed lesion being treated was located in the mildly calcified, mildly tortuous saphenous vein graft right coronary artery. The physician implanted a 20mm x 4.00mm ion stent in the target lesion but it did not appear to be well apposed. The physician advanced a quantum balloon catheter for postdilation, however it was then noted that the proximal edge of the implanted stent foreshortened approximately 8mm. The procedure was completed by implanting an unspecified stent overlapping the deformed segment of the 20mm x 4.00mm ion stent. No further patient complications were reported and patient's status is fine.

Manufacturer narrative:
Device is combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).